Manufacturer narrative:
The electrode lot number was dju79 with an expiration date of 11-feb-2026. The field service engineer decontaminated the internal standard (is) channel and diluent line. He noted that the reference electrode had expired. The customer replaced the electrodes. The investigation was unable to determine a specific root cause. The issue appeared to be resolved after the service and customer actions.

Event description:
There was an allegation of questionable ise sodium results from the cobas pro ise analytical unit. The samples were repeated on another cobas pro ise analytical unit. Sample 1: initial result was 148 mmol/l, and the repeat result 135 mmol/l. Sample 2: initial result was 148 mmol/l, and the repeat result was 135 mmol/l.